Manufacturer narrative:
(B)(4).

Event description:
Dexcom is made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. Date of issue is an approximation. The sensor was inserted on (B)(6) 2017. It was reported that the patient was shaking, sweating, unable to move and wanted to pass out. The patient's husband checked the patient's blood glucose (bg) with a finger stick with the patient's meter and it measured 54 mg/dl. Then he checked the patient's bg with a finger stick with the neighbor's meter and it measured 34 mg/dl. And he gave the patient orange juice. At the time of contact, the patient was doing well. No additional patient or event information is available. No data was provided for evaluation. The reported event of inaccuracies could not be confirmed. A root cause could not be determined.